Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd her scs system, including an extension, on (B)(6) 2006. It was reported that the pt lost stimulation. Diagnostic tests exhibited invalid impedance readings on the pt's leads. It was reported that intraoperative testing on (B)(6) 2011, revealed low or normal impedance readings on all lead contacts. The physician explanted and replaced the extension resulting in normal impedance measurements. No further pt complications were reported.